Manufacturer narrative:
Complaint of power failure was confirmed. Cause of power failure is a blown pem (power entry module) fuse. The blown fuse had melted the plastic threads and casing on the fuse holder and fuse could not be removed from pem. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Evaluation codes: method code : other, no product returned for evaluation as the device was not returned, an evaluation could not be performed.(B)(4).

Event description:
It was reported that once unit turned on, it started sparkling and sizzling from the back and smoking.